Manufacturer narrative:
(B)(4). The ec60 device was received for analysis with the clamping mechanism damaged and with a cartridge reload loaded on the device. The cartridge was received fully fired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components; the closure trigger top was damaged and the closure trigger spring was disengaged. While no conclusion could be reached as to how the clamping mechanism became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a left lower lobectomy procedure, the device could not fire on the second stroke of the first firing with the ecr60d. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.